Event description:
Baxter received a report from a buyer involving the automix 3+3 compounder. According to the facility, the volume delivered display jumped from 1090 to about 4000. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of, ?the volume delivered display jumped from 1090 to about 4000? Was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions found that would cause or contribute to the reported condition.